Manufacturer narrative:
Additional information was received that the explanted devices were returned for analysis.

Event description:
A report was received that the patient had an infection at the battery site. Symptoms were swelling and pus coming out of both incisions. The physician did not know why the patient had an infection but infection was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02(sn:(B)(4)) device evaluation indicated that the ipg passed visual and electrical tests performed. No complaints about the functionality of this device were reported. The ipg exhibited normal device characteristics. Device was sterilized. No anomaly noted in the sterilization record. Device exhibited normal device characteristics. Sc-2352-70(sn: (B)(4)) device evaluation indicated that the lead was cleanly cut from the proximal end. The damage to the lead was consistent with damages done during the explant procedure and were not considered a failure. Device was sterilized and a review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial/lot #: (B)(4), description: linear 3-4 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the battery site. Symptoms were swelling and pus coming out of both incisions. The physician did not know why the patient had an infection but infection was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infection at the battery site. Symptoms were swelling and pus coming out of both incisions. The physician did not know why the patient had an infection but infection was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure.